Event description:
Complainant alleges "Sterilized failure".

Manufacturer narrative:
The device was not returned for evaluation, but pictures of the device were provided and the investigation is ongoing. Once we have additional relevant information it will be submitted in a supplemental report.